Event description:
Procedure: right laparoscopic hemicolectomy, pt sex: unk. Reportedly, when the surgeon checked the latero-lateral ileo-colon anastomosis, the staple line was bleeding. It was then necessary to apply clips and surgical through all the staple line to stop the bleeding.